Event description:
"Caller alleged discrepant results compared with the lab. Results are as follow:" date: (B)(6); inratio2: 1.8. On (B)(6); 1.9; lab: 3.0(samples taken within an hour of each other). On (B)(6): 1.9. On (B)(6): 1.3; on 6/5: 1.9; lab: 4.5 (samples taken within an hour of each other). Therapeutic range: 2.5 - 3.5. Pt self tester is having a lot of difficulty with obtaining sample in a timely manner. He uses the 23 gage lancet but describes his hands as being heavily calloused and it takes a very long time to get blood from the finger.

Manufacturer narrative:
Customer was milking after fingerstick and sample was not applied immediately after finger stick. These may affect normal sample flow and initiate premature clotting. Thus, lead to unexpected inr result. Discrepant (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.9 inr; reference: 3.0 inr; mean: 2.45; confidence limits 1.6 - 3.4. On (B)(6) 2013: 1.9 inr; 4.5 inr; 3.20; 1.9 - 4.6. (1.8, 1.9 ((B)(6) 2013) and 1.3 inr were excluded from the comparison test.) Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. In-house therapeutic donor testing has been performed on reported lot 308061 on (B)(6) 2013. In-house therapeutic donor testing performed on reported lot 303229 yielded the following results: donor: 217; inratio: 3.1, 3.0, 3.2;.; reference: 2.36; bias threshold: 1.36 - 3.36; %cv: 3.23. Donor: 200; 2.9, 3.0, 3.3; 2.97; 1.97 - 3.97; 6.79. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation required. Conclusions: analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, 10 discrepant result complaints were reported for lot #308061 yielding a complaint rate of 0.02%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will subject to tracking and trending. No corrective action required at this time as no product deficiency was established.